Manufacturer narrative:
Correction: g3: date received by MFR: the correct aware date to be 25 feb 2025. Additional information: h6, h11. H11: the event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump over/underinfused during infusion. The expected and actual infusion rates were not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.